Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve (f589888), at 80% deployment, the physician observed the valve depth was too shallow for deployment and recaptured the valve partially. The valve was redeployed to 80%. Upon redeploying for the second time, an infold appeared in the valve frame; the valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve (f589860) and dcs were prepared; however, after removing the backplate from the compression loading system and further crimping/"marrying" the valve, a misload was noted. The valve appeared deformed and could not be crimped further. The valve was considered loaded at this point and was discarded. A third valve was prepared , loaded, and successfully implanted. No adverse patient effects were reported. Additional information was received that there was a brief procedural delay due to the infold, as a new valve had to be prepared. It was unknown whether the misload occurred due to the valve loader.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in the original container jar with a clear unknown solution. All leaflets were flexible and intact with signs of creases likely associated with the crimping and recapturing process. All leaflets appeared partially open. All commissures appeared intact with remnant bloody host material found on the tops of commissure 3-1 and commissure 1-2. Copious amounts of acute host growth was present on the inflow and outflow sides of all leaflets as well as the front and back of all commissures. The valve was subjected to a deployment simulation to evaluate against the reported allegation of infolding. The valve was placed in a cold saline bath to perform loading simulation per the instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were identified during the loading simulation. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture and then was fully deployed. No frame anomalies were noted during the deployment simulation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis showed acute host growth, possibly thrombus, present on the inflow and outflow sides of all leaflets as well as the front and back of all commissures. A medical safety assessment was performed. Upon review of the information provided, the primary event of valve infolding, after one recapture for shallow implant, requiring recapture and removal as instructed in the instructions for use (IFU) and successful placement of another system, is assessed as likely related to the first valve. Infolding events are typically related to patient anatomical factors such as calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, and bicuspid valve and/or procedural factors such as pre-case planning, sizing, loading, and user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. As reported, the infold was noted after the second deployment attempt. A conclusive root cause of the reported infolding could not be determined from the information provided. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011717553); product type: 0195-heart valves; implant date: n/a product analysis: no product was returned; therefore, no product analysis can be performed.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, at 80% deployment, the physician observed the valve depth was too shallow for deployment and recaptured the valve partially. The valve was redeployed to 80%. Upon redeploying for the second time, an infold appeared in the valve frame; the valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve and dcs were prepared; however, after removing the backplate from the compression loading system and further crimping/"marrying" the valve, a misload was noted. The valve appeared deformed and could not be crimped further. The valve was considered loaded at this point and was discarded. A third valve was prepared, loaded, and successfully implanted. No adverse patient effects were reported.